Event description:
It was reported that a (B) (4) handheld computer would no longer hold a charge. The handheld worked appropriately when plugged into the wall outlet. However, when the handheld is unplugged, it shuts off. The handheld has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.